Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (20 mg/ml at 7.926 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient recently had their pump replaced due to intermittent motor stalls and recoveries because they were not able to determine the cause (see manufacturer¿s report number 3004209178-2020-20861). The reporting hcp recently went to see the patient for a refill on (B)(6) 2021 and saw that in the logs the pump had stalled on (B)(6) 2021 at 5:29 pm and then recovered about 10 minutes later. She stated she tried to rule out anything environmental that could be causing it and was able to rule out. The patient had not had an MRI. The patient did have a lot of wifi type equipment around his home; he was in a wheelchair (not electric or motorized); and he had a glucose device on his arm. The patient also had a gastric implant that he had had for several years now. Per the reporter, the patient was not able to recall what he was doing around the time the pump stalled this last time. The hcp stated that she would keep an eye on the pump and would update each time if there were any issues. She mentioned that she saw the patient about every 45 days.